Manufacturer narrative:
Date of report: 18jun2019. Date received by manufacturer: 14jun2019. The biomed confirmed the reported power switch overlay issue. The biomed replaced the defective power switch overlay to address the reported problem. The biomed reported that replacing the power switch overlay resolved the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The caller reported that the unit logged a check vent alarm led failed error code.there was no patient involvement.